Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture, perforation into an adjacent organ, tilting and perforation abutting an adjacent organ. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and perforation surrounding tissues and organs could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing in the information provided to suggest that the reported event(s) are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, fracture, perforation into an adjacent organ, tilting and perforation abutting an adjacent organ.

Event description:
As reported by the legal department, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, fracture, perforation into an adjacent organ, tilting and perforation abutting an adjacent organ. Per the implant records, the patient was reported to have a history of hypertension, oral hypoglycemic treated diabetes mellitus, medication treated dyslipidemia and smoking. The filter was indicated for acute deep vein thrombosis (dvt). The right femoral vein was accessed. The vessel was accessed using the modified seldinger technique, a wire was threaded into the vessel, and a sheath was advanced over the wire into the vessel. The cordis ivc filter was inserted and the patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and eleven months post implantation. The patient reports inferior vena cava (ivc) perforation, perforation of filter into and abutting an organ, tilting and fracture; with the fractured filter struts retained within the ivc. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture, perforation into an adjacent organ, tilting and perforation abutting an adjacent organ. The patient reported becoming aware of inferior vena cava (ivc) perforation, perforation of filter into and abutting an organ, tilting and fracture; with the fractured filter struts retained within the ivc approximately four years and eleven months post implant. The patient also reported experiencing anxiety related to the filter. According to the implant record the patient¿s medical history included cerebrovascular disease, hypertension, diabetes mellitus, dyslipidemia and smoking. The indication for the filter implant was acute deep vein thrombosis. The filter was placed via the right femoral vein. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and perforation surrounding tissues and organs could not be confirmed or further clarified. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the information provided to suggest that the reported event(s) are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture, perforation into an adjacent organ, tilting and perforation abutting an adjacent organ. The patient reported becoming aware of inferior vena cava (ivc) perforation, perforation of filter into and abutting an organ, tilting and fracture; with the fractured filter struts retained within the ivc approximately four years and eleven months post implant. The patient also reported experiencing anxiety related to the filter. The patient provided additional information indicating that the filter was percutaneously removed approximately five years and six months post implant. Procedural details were not provided. According to the implant record the patient¿s medical history included cerebrovascular disease, hypertension, diabetes mellitus, dyslipidemia and smoking. The indication for the filter implant was acute deep vein thrombosis. The filter was placed via the right femoral vein. The patient tolerated the procedure well. There is currently no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and perforation surrounding tissues and organs could not be confirmed or further clarified. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the information provided to suggest that the reported event(s) are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, fracture, perforation into an adjacent organ, tilting and perforation abutting an adjacent organ. Per the implant records, the patient was reported to have a history of hypertension, oral hypoglycemic treated diabetes mellitus, medication treated dyslipidemia and smoking. The filter was indicated for acute deep vein thrombosis (dvt). The right femoral vein was accessed. The vessel was accessed using the modified seldinger technique, a wire was threaded into the vessel, and a sheath was advanced over the wire into the vessel. The cordis ivc filter was inserted and the patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and eleven months post implantation. The patient reports inferior vena cava (ivc) perforation, perforation of filter into and abutting an organ, tilting and fracture; with the fractured filter struts retained within the ivc. The patient further experienced anxiety related to the filter. According to the information received in the amended patient profile form (ppf), the patient additionally reports percutaneous removal of the inferior vena cava filter approximately five years and six months after implantation. Procedural removal details were not provided.